Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that there was a defective display. Additional information was received that the segments were missing, and the customer cannot exactly say which segment, but as remembered with the pulse rate and half of the spo2 values were blinking/glimmering. There was no patient involvement.